Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Inspection of the cannula assembly found the exposed portion of the soft cannula to be damaged. During fluid path testing, an external leak was also observed which prevent fluid from flowing through the entire fluid path. It could not be determined when or how this damage occurred. The download data contained an 0x6a occlusion alarm. No occlusions were found in the fluid path and no damages were observed to the drive mechanism that would result in the alarm.

Event description:
It was reported the patient's blood glucose rose to 265 mg/dl. The patient reported bleeding while the pod was worn on the abdomen for between 24 and 36 hours. As treatment, a new pod was applied.